Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Mrs (B)(6), wife, is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 149mg/dl. The customer's expected fasting blood glucose test result range is 80 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/13/2018 and open vial date is less than four months ago. The meter memory was reviewed for previous test result history: (B)(6). Customer does not take any medication for diabetes management. Customer provided results produced by meter from his daily logbook. Customer has only performed four blood tests with system. Customer requested to have supplies replaced by their local pharmacy.